Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with cracked belt clip rails, cracked case corner of belt clip rails, cracked battery tube threads, missing serial number label, missing display window cover, cracked keypad at select button, keypad overlay texture damage and peeling keypad overlay. Unit received with unresponsive buttons due to corroded electronic assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump clip ridge was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.